Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date the wireless double foot switch lost communication with the esg-410 electrosurgical generator. After the foot switch had been reset and the batteries replaced, the intended procedure was completed with the same set of equipment. However, the surgeon was temporarily unable to stop a hemorrhage and only could to so after the foot switch had been reset.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation did not reveal any malfunctions or defects of the wireless footswitch. The device was found to be working correctly and rated as meeting its specification. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, it is assumed that the reported incident was most likely caused by a disturbance/failure of the bluetooth connection, which may be impaired by several external factors (e.g. Influence of the surroundings or physical objects, the distance between connected devices, or disturbance sources). A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the wireless footswitch without showing any abnormalities. The case will be closed on olympus side with no further actions and the reported event/incident will be recorded for trending and surveillance purposes.